Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The primary hip stem and the head were stryker but cup and poly were competitor product. The preop plan was head and liner exchange. Metallosis was noted behind the head so the surgeon removed the stem and head.

Manufacturer narrative:
An event regarding metallosis involving a 32mm +12 v40 taper vit head was reported. The event was not confirmed. A material analysis has been performed. The report concluded: portions of the femoral head taper surface were covered in dark adhered debris. The debris composition was consistent with a corrosion product. Scratches observed on the articulating surface were likely caused due to contact with a titanium alloy component; although, it could not be determined how or when they occurred. No material or manufacturing defects were observed on the devices examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "no determination for the cause of the symptoms described or the capsular metallosis in this mismatched total hip arthroplasty component case can be determined. The material analysis report of the stryker head demonstrated no material or manufacturing defects and the corrosion products in the trunnion space were not unexpected after thirteen years in situ." Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays, and additional medical records, are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
The primary hip stem and the head were stryker but cup and poly were competitor product. The preop plan was head and liner exchange. Metallosis was noted behind the head so the surgeon removed the stem and head.